Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that she was feeling stimulation in the wrong location and ¿she couldn't stand it.¿ the patient reported that it was aggravating. The patient reported that she had the device implanted to stimulation her right leg and low back, but she was feeling stimulation in the left leg where she didn't need it. The patient reported that if she tried to turn stimulation up to try and reduce the pain, she couldn't turn it up more because it jolts her and was too much. The patient would like to have the device reprogrammed. No further complications were reported.